Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that a patient sustained a ventricular tachycardia without the scope does not sound a vital alarm. Only a yellow alarm sounds for a known tachycardia. The team tried to resuscitate her for thirty minutes without success.

Manufacturer narrative:
The customer reported that at around 10:30 on (B)(6) 2024, on the room 404, the patient presented with sustained ventricular tachycardia, but the scope did not sound a vital alarm. Only a yellow alarm sounded for a known tachycardia. 10:40: the patient presents with ventricular fibrillation with an alarm on the monitor. The patient is in rca (cardiac respiratory arrest). The team tries to resuscitate her for thirty minutes without success. Failure to monitor and delay in management (ventricular tachycardia not managed for approximately 7 minutes) patient death. A philips application engineer visited onsite, and it was found that all arrhythmias are deactivated by default within the customer¿s current alarm configuration. The customer was unaware of this. Therefore, based on available information, the device worked as designed and configured. The device may have contributed to the reported patient event by way of user¿s selected alarm configuration/management and/or clinical workflow. A philips engineer visited customer site to change the arrhythmia and blood pressure alarms which are aberrant. A good faith effort (gfe) conducted to obtain the logs and rse informed that the data for the incident of (B)(6) 2024 at around 10:30 am is no longer available, philips was only informed on (B)(6) 2024. Tracings and patient information can be reprinted for a maximum of 7 days. Based on the information available, the cause of the reported problem seems to be an issue with alarm configuration/management. The reported problem was not confirmed. The engineer provided their analysis findings. The device worked as designed and configured. The cause was related to customer usage/awareness of the device functionality.